Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had led indicator failure. The customer reported there was no patient involvement. Event date not specified, estimate used.

Manufacturer narrative:
MFR rec¿d date 26sept2019. Date of report rec¿d 27sept2019. MFR rec¿d date26sept2019 . Date of report rec¿d . Per biomedical engineer the cpu board was replaced to address the reported alarm led failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.